Manufacturer narrative:
Integra has completed their internal investigation on 11/02/2015. The investigation included: methods: review of device history records, review of complaints history. Results: the device remained implanted; therefore, it is not available for failure analysis. The review of manufacturing records showed no evidence of nonconformance that could have caused or contributed to the reported defect. A review of complaints for mcp implant fractures (both intra-op and post-op) during the last 5 years showed (B)(4) complaints. (B)(4). Conclusion: the investigation determined that possible causes of the fracture are most likely excessive force applied to the implant on insertion, or impacting an unsupported head when the stem cannot be fully inserted into the medullary canal due to an improperly prepared oblique osteotomy.

Event description:
It was reported the device broke during a procedure. A (B)(6) male patient was undergoing a mcp arthroplasty procedure on (B)(6) 2015. The surgeon inserted the implant into the second finger of the right hand. It did not fit properly so he took the implant out/off and noticed part of the stem had broken off. The surgeon decided to use the broken implant, as there were no additional implants to use. It was reported no patient injury is alleged.